Event description:
It was reported to depuy acromed that a physician removed pedicle screws from a pt post-operatively. It was reported that within several weeks following the surgery, the pt had a bad fall onto their left hip. The screws were implanted 2002 and explanted 2 months later. The product and lot code info were not available and the product will not be returned as the pt retained the broken implants. No further info is available from the hosp. The investigation of the product complaint was not possible. No record review could be performed nor any visual or other eval performed since no part or lot info were provided and the implants remain with the pt. It was not possible to determine the root cause of the reported complaint. No further action can be taken at this time.